Event description:
Two incompatible drugs were infused through. Device causing precipitation blockage. During attempts to clear line & re-start infusion, device was found to have embolized, 2.5 cm of which remained in the pt.

Manufacturer narrative:
H1 hospitalization prolonged. H6 review of info supplied by user facility. Device not returned for examination. Results: examination request refused by user facility. Review of info suggests device embolised during attempts to clear precipitation. Conclusions: I believe the device ruptured and embolised during attempts to clear the blockage of precipitate. It is likely that a back pressure built up behind the blockage and that the continued pushing on the syringe resulted in the embolism. This problem can be eliminated by using negative pressure method to clear a blockage. Info will be sent to user facility.